Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a primary set was leaking daratumumab and ipilimumab. The spill leaked onto an absorbant pad during flushing. The location of the leak was at the filter, the majority is on the back at the bottom by a small pin-point circle/dot. There was patient involvement but no direct contact with a patient. The spill was cleaned per protocol.

Manufacturer narrative:
Additional information: device available for eval and contact office first and last name. The device was not returned for evaluation; therefore, a comprehensive investigation cannot be performed. The lot review was performed with no issues noted.